Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The target lesion was unspecified. The 3.0 x 8mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The stent was examined and noted to have stent damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were stretched out towards the tip of the device. The tip of the device was slightly flared and the edges were jagged. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 180mm and 840mm distal from the catheter's strain relief. Several smaller kinks were also identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The target lesion was unspecified. The 3.0 x 8mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The stent was examined and noted to have stent damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).